Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported the slider had some more resistance than others. Surgery was completed with the affected xen in the left eye. There was no patient injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was replicated with the initial condition of the returned injector. The needle bevel selector was still in offset of the right position. The slider knob was able to progress forward, however the alleged resistance of the slider knob was experienced. This was due to the incorrect positioning of the needle bevel selector. The needle bevel selector was properly positioned prior to testing. Results showed that slider knob was able to smoothly slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was confirmed. This was due to the needle bevel selector was not positioned correctly, causing the resistance of slider knob when progressing forward. The manufactured xen systems are 100% tested in¿process at manufacturing for smooth actuation of the slider and for actuation force < 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is l3 erfolmed three times for each unit, once for each of the three needle bevel selector positions.

Event description:
Healthcare professional reported the slider had some more resistance than others. Surgery was completed with the affected xen in the left eye. There was no patient injury.